Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the emergency room with reports of falling due to a syncopal episode. As a result, the device was interrogated and the patient was hospitalized for further evaluation. This single chamber pacemaker exhibited oversensing of the minute ventilation (mv) feature signal on the right ventricular (rv) channel. This resulted in pacing inhibition of greater than six seconds and inappropriate storage of tachycardia episodes. Technical services was consulted and recommended troubleshooting and programming options. The device remains in service at this time. This device was included in the recent minute ventilation sensor signal oversensing advisory population. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room with reports of falling due to a syncopal episode. As a result, the device was interrogated and the patient was hospitalized for further evaluation. This single chamber pacemaker exhibited oversensing of the minute ventilation (mv) feature signal on the right ventricular (rv) channel. This resulted in pacing inhibition of greater than six seconds and inappropriate storage of tachycardia episodes. Technical services was consulted and recommended troubleshooting and programming options. The device remains in service at this time. This device was included in the recent minute ventilation sensor signal oversensing advisory population. No additional adverse patient effects were reported.